Event description:
Customer reported rapid battery depletion. No information was provided about any adverse impact on blood glucose level. Since no further troubleshooting was requested, the customer is currently out of warranty and in the process of renewal, noting these details for documentation purposes.